Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and vessel of below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.